Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door open" alarm was confirmed through review of the event history log. Further evaluation did not experience any problems with the door latching. The customer's allegation has been attributed to improper door closing technique.

Event description:
It was reported a spectrum pump had a "door open" alarm. This occurred in the general medicine - peds unit. It was also reported the event reached the patient, but there was no harm.